Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: provided by the customer, cause of expiry was due to the patient condition prior to being connected to the machine.

Manufacturer narrative:
Investigation: the lot number was confirmed by the customer, so a review of the device history record (DHR) for this unit was able to be performed. The DHR review showed no irregularities during manufacturing that would have contributed to the patient's expiry as experienced by the customer. All quality labs and sterilization requirements passed.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a patient was admitted to the ICU. The physician confirmed thrombotic thrombocytopenic purpura (ttp) was confirmed and an emergency therapeutic plasma exchange (tpe) procedure was planned. During the insertion of a jugular line into the patient, the patient went into cardiac arrest. The hospital revived the patient and placed a subsequent line in the femoral artery and the tpe commenced. Approximately 2 minutes into the procedure, they received several rbc detector alarms and a'cells detected in plasma line' alarm. The operator paused the procedure and checked the setup of the disposable set with no issues found. The operator then noticed the fluid in the plasma line was red in color. While the operator continued the procedure and reduced the inlet flow rate and hematocrit level with no effect, the operator ended the procedure and disconnected the patient with plans to start over using a new kit. Per the customer, the patient's condition deteriorated shortly after disconnection due to underlying condition that lead to patient expiration. Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer stated that the hospital had problems when attempting to insert the jugular line into the patient. The run data file (rdf) was analyzed for this event. The spectra optia machine operated as intended. The system was detecting cells in the plasma line from the centrifuge. It is possible that this was related to the disease state of the patient. The alarms that occurred were appropriate based on what was seen in the rbc detector. The cell's were detected in plasmaline from centrifuge¿ alarms occur if the system detects that the rg ratio is greater than 1.5. This indicates that the system is seeing something unusual going through the rbc detector. This alarm may occur for the following reasons: patient related disease state. Inaccurate patient hematocrit. Hemolysis may have occurred patient's ttp may have contributed to the alarms in this procedure. The machine was checked out at the customer site by a terumo bct service technician. A full autotest and simulated use saline run were performed with no issues found. Investigation is in process. A follow-up report will be provided.